Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video system center, displayed image disturbance and communication error e315 and e226. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found whitish foreign material resembling powder mixed with water was found inside the air /water tube and inside the air /water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; suction cylinder has no color; switch5 has a scratch; switch flexible printed circuit has corrosion due to water leakage; micro connector unit in scope connector has corrosion due to water leakage; scope connector cover unit has discoloration due to water leakage; due to data error of scope identification (ID), b30 (scope communication error) occurs; customer reported e226 scope communication error; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; plastic distal end cover has a dent; objective lens - cracks, chips, scratches, or stain; light guide lens - cracks, chips, scratches, or stain; water leakage stain inspection failed; fail adhesive around objective lens has wear; image noise/ image disappearance at angulation/ error code check; adhesive around lens guide lens has wear; bending tube is deformed; adhesive on bending section cover or distal sheath rubber has a crack; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.